Event description:
Same case as MFR report #: 2134265-2010- 01648. It was reported that during an unspecified rotational atherectomy procedure, the burr cut the wire. The floppy rotawire guide wire was inside of the patient,. During the loading of the rotablator rotalink plus 1.75mm burr on the wire outside of the patient, the burr cut the wire. The remainder of the floppy rotawire guide wire was removed from the patient with some difficulty. Patient status was reported as 'fine'.

Manufacturer narrative:
Device evaluated by manufacturer: the plus unit was returned to site connected together. The guidewire was returned with the rotablator device but was not inserted in the rotablator plus unit. A tug test was performed to examine the integrity of the connection and a connect/disconnect test was carried out as per procedure; no issues were noted with the unit's handshake connector during the connection of the device. An attempt was made to insert a control guidewire. Resistance was met in the annulus of the burr. The burr was microscopically examined and the burr was flared and misshapen. No issues were noted with the exposed brass on the plated back half of the burr. A scratch test was performed and this confirmed that the burr's cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B) (4)

Event description:
Same case as MFR report #: 2134265-2010- 01648. It was reported that during an unspecified rotational atherectomy procedure, the burr cut the wire. The floppy rotawire guide wire was inside of the patient,. During the loading of the rotablator rotalink plus 1.75mm burr on the wire outside of the patient, the burr cut the wire. The remainder of the floppy rotawire guide wire was removed from the patient with some difficulty. Patient's status was reported as 'fine'.